Event description:
It was reported that shaft break occurred. A 135/20 kit renegade hi flo catheter was selected for use. During unpacking, the catheter fractured, and the procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was partially in the shipping hoop upon returned for analysis. The hoop was hydrated, and the device was pulled from the shipping hoop with no issues. The device was inspected for any damage or irregularities. The device showed a fracture located 3cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for a fractured shaft.

Event description:
It was reported that shaft break occurred. A 135/20 kit renegade hi flo catheter was selected for use. During unpacking, the catheter fractured, and the procedure was completed with another of the same device. No complications were reported.